Manufacturer narrative:
A universal serial bus (usb) flash drive was returned to covidien/medtronic¿s product analysis. A visual inspection of the returned component was performed, no notable conditions were found. The returned component was installed into a test ventilator for analysis. An investigation was performed and the product analysis technician reported that the identified root cause of the reported issue was isolated to the flash drive. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a 980 ventilator had several log failures and a serial number mismatch error. The ventilator was not in use on a patient at the time of the reported event. The service engineer (se) inspected the device and replaced the universal serial bus (usb) flash drive. The se updated the software to the current revision. The se performed calibrations and extended self-testing on the device and all tests passed.